Manufacturer narrative:
The date of this submission is (B)(4) 2012. This is follow submission for the second product for this case. The manufacturer report number for this submission is 2214133-2012-00385. The manufacturer report number for the first product is 2214133-2012-00384. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). On the third day, while using the first toothbrush, the consumer noticed that it broke at the neck. After an unspecified duration, the consumer started using second toothbrush and while using, it broke at neck after three weeks of usage. The consumer was using third toothbrush. This report had no adverse and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received. The initial submission for the first product in this case had the manufacturer report number 2214133-2012-00384.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). On the third day, while using the first toothbrush, the consumer noticed that it broke at the neck. After an unspecified duration, the consumer started using second toothbrush and while using, it broke at neck after three weeks of usage. The consumer was using third toothbrush. This report had no adverse and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A lot number was not reported. A sample was requested but had not been returned. A review of the trending data by product family for breaks/falls apart with use (non -serious product quality complaint) and for potential malfunction revealed no adverse trends. There was no related manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint ((B)(4) 2010 to (B)(4) 2012). Design/formula/packaging/labeling changes were reviewed for a two year review period prior to the alert date of the complaint ((B)(4) 2010 to (B)(4) 2012). A design change to increase stability was initiated and approved in 2011. Based upon an acceptable product and manufacturing history review, due to lack of a lot number and sample and no adverse trends the root cause could not be determined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.